Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention to reposition and replace the ipg for an unknown reason. Further information is currently unavailable.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect end of life ipg.

Event description:
Additional information revealed that the patient's ipg had reached end of life. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.